Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right atrial (ra) lead channel. Technical services (ts) provided a potential cause and advised assessing the ra lead. The device remains in use. No adverse patient effects were reported.